Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified flexural vein. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The device was removed with the usual method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.